Manufacturer narrative:
An event of a severe shortness of breath was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. However, based on the information received, the reported event is consistent with structural valve deterioration (svd), which is a well-known complication of tissue heart valve replacement surgery. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 23mm trifecta valve was implanted in a patient. On an unknown date at the beginning of 2023, the patient started experiencing severe shortness of breath. Testing revealed significant changes on echocardiograms. On (B)(6) 2023,the patient underwent transcatheter aortic valve replacement (tavr) procedure with an unknown device. Post procedure, the patient continued to have severe shortness of breath and many limitations.